Event description:
The physician was treating a totally occluded, non-tortuous proximal rca. An endeavor sprint drug eluting stent was deployed following pre-dilatation of the lesion. The stent was fully expanded after deployment. After dilatation of the lesion there was a fresh thrombus formation in the endeavor sprint stent with a slow-flow phenomenon. Thrombus aspiration carried out 5 times, extracting large amount of thrombus during each aspiration. A driver sprint bare metal stent was deployed distal to the endeavor sprint along with administration of intracoronary nitroglycerin, adenosine and eptifibatide. The procedure was completed with a timi ii flow in the distal vessel and that was followed with intravenous infusion of eptifibatide for 24 hrs. No further clinical sequelae reported.

Manufacturer narrative:
Evaluation codes: results: patient condition affected effectiveness of the device (patient lesion morphology - cto). (B)(4).

Event description:
Image review the myocardial infraction and chronic total occlusion of the rca appears to have been contributed to by thrombus. This confirmed by the images. Images confirm the deployment of a long stent in the proximal rca, most likely the endeavor sprint stent and a shorter sent, most likely the driver sprint stent in the mid to distal rca. Deployment and post dilatation of the stents resulted in re-establishment of timi ii flow in the vessel but not to the distal vessels of the rca/pda. There is no evidence of stent malfunction arising from the image review. The thrombus burden did not appear to worsen as a result of the stent deployment. The use of the aspiration catheter has not been captured on the images provided

Manufacturer narrative:
Concomitant evaluation results: root cause is undetermined. Inherent risk of procedure - stent thrombosis. No results available since no evaluation performed - device or procedural images not provided for review 709 none - no device returned. Conclusion: inherent risk of procedure-stent thrombosis. Unable to confirm complaint - device or procedural images not provided for review. Root cause is undetermined. (B)(4).